Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers, slices at the fantail and along the lead, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail and near the electrode ground ring. In addition, a cut wire was observed along the lead which is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed tensile breaks across all wires within the fantail, and nine broken wires exhibiting tensile breaks between the fantail and electrode ground ring. The photographic imaging inspection and scanning electron microscopy analysis revealed broken wires within the fantail and between the fantail and electrode ground ring region. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor for failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Revision surgery is scheduled.